Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that a 66-year-old patient was hospitalized in an emergency room for cardiac arrest (progressive mi). During use of the pm device, pressure was applied to the radial artery access site. The pm device then fractured/detached at the connection of the radial artery site. No immediate clinical consequences for the patient, but the device was exchanged immediately to prevent blood loss. The device was replaced with a new pm system. The device is available for return.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and a bent pin on the transducer cable was observed. The complaint is confirmed. No definitive root cause could be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.